Event description:
It was reported, the pt experienced discomfort at the ipg site. Subsequently, the pt underwent surgical intervention to revise the pocket site; however, the original ipg was accidentally dropped at the procedure. As a result, a new ipg was implanted. The pt's discomfort has resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.